Manufacturer narrative:
Correction: this report is to retract (B)(4) submitted in dec 19, 2022. The dislodgement complaint was reported in error and dislodgement did not occur.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. A lead dislodgement was noted on the atrial (ra) lead. No changes or interventions were performed. The patient condition was unknown.